Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patients ipg was flipping inside the pocket and as such surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was moved from left flank to left buttock. Therapy restored without issue.